Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the 8637-20 found residue on the gear shaft of the motor gear train. Analysis revealed pump motor gear train anomaly with corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving bupivacaine (concentration 10mg/ml, dose 3.923 mg/day) and morphine (concentration 25 mg/ml, dose 9.8 mg/day) via an implantable pump for non-malignant pain and post laminectomy pain. A motor stall was seen at initial interrogation, the patient did not recently have a magnetic resonance imaging scan. The event logs noted that the stall was active, the patient came to the health care professionals office due to pump alarming, logs showed that the stall occurred on (B)(6) 2017, at the time of this report, the healthcare professional was doing a roller study, it was discussed that there was no need to do a roller study. There were no symptoms reported. No further complications were anticipated/reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient heard a beeping sound on (B)(6) 2017 and device interrogation on (B)(6) 2017 gave results of a motor stall. The motor stall occurred on (B)(6) 2017 at 12:45 without recovery. It was restarted by a nurse at 22:24. The patient was started on duragesic and prepared for replacement. The device was explanted and replaced on (B)(6) 2017. No symptoms were reported. The outcome was resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and not the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient's baseline weight was (B)(6).